Event description:
The following was reported by the surgeon: it is alleged that on (B)(6) 2011, the patient underwent a colectomy and following that developed an incisional hernia. The incisional hernia was repaired on (B)(6) 2012 using a ventrio hernia patch and was fixated (non-bard device) with tacks x4 in the four corners and the wound closed. Two months later, the patient's surgical wound has not completely healed. The patient attended the initial wound clinic and had the wound cultured, which revealed pseudomonas bacteria. Notes from the wound clinic indicate recommendation for mesh removal. The patient also has drainage coming from the small opening that remains open. The patient then changed wound clinics and the notes are not available. Her clinical course is unclear at this time.

Manufacturer narrative:
This MDR includes all patient, event and device information davol has received to date. Based on the information provided it is unknown, whether the device may have caused or contributed to the reported event. The surgeon reports the patient experienced complications with wound healing following the implant of a ventrio hernia patch. Currently, medical records have been provided and it appears the mesh remains implanted. The information provided indicates that the patient developed and was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. With the currently available information, no conclusion can be drawn at this time.